Event description:
It was stated that the insulin pump recommended too much insulin, causing the customer's blood glucose levels to drop. The reported blood glucose reading at the time of the call was 98 mg/dl. Troubleshooting was performed and found that the customer did not use the bolus wizard feature. The customer programmed the bolus normally without using the bolus wizard. It was stated that the paramedics would be called for assistance. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.